Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl and it was addressed by the customer eating. Reportedly, the suspected cause of the low bg level was too much basal. The customer's healthcare provider requested that the customer change basal settings. Tandem's technical support assisted the customer with changing the settings.